Event description:
It was reported that this device shock counter stored a significant number of counts in therapy counters despite no episodes stored. Technical services (ts) noted that nothing looked abnormal, while memory corruption was seen with the cause unknown. Normal follow ups were recommended. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.